Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic atrial fibrillation (afib) ablation procedure of the left ventricle outflow tract with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade and required pericardiocentesis. During the ablation phase, a perforation was discovered by ultrasound and a pericardial effusion was noticed and the patient¿s blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to remove 1000 cc of fluid and the patient was transferred to the operating room (or). Extended hospitalization was not required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Patient¿s outcome was improved, and the patient was discharged the next day. No error messages on biosense webster, inc. Equipment were reported. Transseptal puncture was performed with a brk transseptal needle. There was no evidence of a steam pop. The catheter irrigation flow setting was set at 15 cc. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module 2.5 mm, 3 sec, 25% of time 3g with size 2 tags. No additional filters were used. The color option used prospectively was impedance drop, custom 5 to 10 ohms.